Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm in diameter abdominal aortic an eurysm. It was reported that a recent CT revealed that the right iliac limb has occluded. The physician elected to perform a thrombectomy and two 10x59 balloon expandable stents were implanted at the flow divider of the bifurcated stent graft bilateral. A 10x40 self-expanding stent was placed in the right external artery. The physician attributed the cause of the limb occlusion due to external iliac dissection; however, the cause of the dissection is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).